Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at the time of the call was 318mg/dl. Initially, the mother called and stated that the customer had high blood glucose and unresponsive buttons. Also, the mother stated that the insulin pump had a crack at the reservoir compartment. Troubleshooting was performed. Found that the screen was not completely blank and the buttons were not responding to button pressing properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.